Event description:
Pt was having brachytherapy seed implant of iodine 125 to prostate. Tip of needle fractured possibly after contact with ischial bone. Tip of 18 gauge seeding needle, loaded with four seeds, unretrieved. The needle tip is about 15 mm long.